Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration coil located') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ("migration coil located/ left coil had migrated into my uterus"). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included: benzocaine (vagisil), fluconazole (diflucan) and lactobacillus acidophilus (acidophilus plus). On 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), mood swings ("mood swings"), alopecia ("hairloss"), tooth loss ("loss of teeth"), feeling abnormal ("major brain fog"), fatigue ("fatigue"), headache ("headache"), vitamin d deficiency ("vitamin d deficiency"), hypoaesthesia ("numbness"), dyspareunia ("painful sex"), loss of libido ("loss of sex drive"), dry skin ("dry skin"), vulvovaginal pruritus ("vaginal itching") and urticaria ("hives"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, mood swings, alopecia, tooth loss, feeling abnormal, fatigue, headache, vitamin d deficiency, hypoaesthesia, dyspareunia, loss of libido, dry skin, vulvovaginal pruritus, weight increased and urticaria outcome was unknown. The reporter considered alopecia, device expulsion, dry skin, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, loss of libido, mood swings, pelvic pain, tooth loss, urticaria, vitamin d deficiency, vulvovaginal pruritus and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain female, mood swings, hair loss, loss of teeth, major brain fog, fatigue, headache, vitamin d deficiency, numbness, painful sex, loss of sex drive, dry skin, vaginal itching, weight gain, hives. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received. New events: pelvic pain female, mood swings, hair loss, loss of teeth, major brain fog, fatigue, headache, vitamin d deficiency, numbness, painful sex, loss of sex drive, dry skin, vaginal itching, weight gain, hives were added. Device migration updated to partial expulsion of device. New reporters and concomitant drugs were added. Removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration coil located/ left coil had migrated into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included benzocaine (vagisil), fluconazole (diflucan) and lactobacillus acidophilus (acidophilus plus). In 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), mood swings ("mood swings"), alopecia ("hairloss"), tooth loss ("loss of teeth"), feeling abnormal ("major brain fog"), fatigue ("fatigue"), headache ("headache"), vitamin d deficiency ("vitamin d deficiency"), hypoaesthesia ("numbness"), dyspareunia ("painful sex"), loss of libido ("loss of sex drive"), dry skin ("dry skin"), vulvovaginal pruritus ("vaginal itching"), urticaria ("hives") and gastrointestinal disorder ("bowel movement/I didnt go for 7days after hysterectomy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, mood swings, alopecia, tooth loss, feeling abnormal, fatigue, headache, vitamin d deficiency, hypoaesthesia, dyspareunia, loss of libido, dry skin, vulvovaginal pruritus, weight increased, urticaria and gastrointestinal disorder outcome was unknown. The reporter considered alopecia, device expulsion, dry skin, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, headache, hypoaesthesia, loss of libido, mood swings, pelvic pain, tooth loss, urticaria, vitamin d deficiency, vulvovaginal pruritus and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain female, mood swings, hair loss, loss of teeth, major brain fog, fatigue, headache, vitamin d deficiency, numbness, painful sex, loss of sex drive, dry skin, vaginal itching, weight gain, hives. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- bowel movement/I didnt go for 7 days after hysterectomy. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration coil located/ left coil had migrated into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included benzocaine (vagisil), fluconazole (diflucan) and lactobacillus acidophilus (acidophilus plus). In 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), mood swings ("mood swings"), alopecia ("hairloss"), tooth loss ("loss of teeth"), feeling abnormal ("major brain fog"), fatigue ("fatigue"), headache ("headache"), vitamin d deficiency ("vitamin d deficiency"), hypoaesthesia ("numbness"), dyspareunia ("painful sex"), loss of libido ("loss of sex drive"), dry skin ("dry skin"), vulvovaginal pruritus ("vaginal itching") and urticaria ("hives") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, mood swings, alopecia, tooth loss, feeling abnormal, fatigue, headache, vitamin d deficiency, hypoaesthesia, dyspareunia, loss of libido, dry skin, vulvovaginal pruritus, weight increased and urticaria outcome was unknown. The reporter considered alopecia, device expulsion, dry skin, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, loss of libido, mood swings, pelvic pain, tooth loss, urticaria, vitamin d deficiency, vulvovaginal pruritus and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain female, mood swings, hair loss, loss of teeth, major brain fog, fatigue, headache, vitamin d deficiency, numbness, painful sex, loss of sex drive, dry skin, vaginal itching, weight gain, hives. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration coil located') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.